Event description:
Covidien (B)(4) received a report alleging the device has no audio.

Manufacturer narrative:
The evaluation of the device confirmed reported failure and the ui pcb was replaced to correct problem.